Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedances; the stylet could not be inserted completely in the lead. The lead was not used and a new lead was implanted successfully. There were no adverse consequences to the patient and was in stable condition post procedure.